Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, faecal incontinence, menopausal syndrome, urinary incontinence, prolapse and eczema. Concomitant products included ibuprofen for pelvic pain and abdominal pain as well as naproxen and norethisterone acetate (norethindrone acetate). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and migraine ("migraines headaches") and was found to have weight increased ("weight gain/ loss (specify which one)weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with clonazepam and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral re). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2014 and (B)(6) 2008 plaintiff has suffered emotional anguish because of the essure device. The delivery wire was disengaged and there were 2 trailing coils visualized. A similar procedure was performed on the right side with good success and 2 trailing coils noted. Patient received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: new event general abnormal bleeding added and event pelvic pain, abdominal pain outcome updated to recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, faecal incontinence, menopausal syndrome, urinary incontinence, prolapse and eczema. Concomitant products included ibuprofen for pelvic pain and abdominal pain as well as naproxen and norethisterone acetate (norethindrone acetate). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In july 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and migraine ("migraines headaches") and was found to have weight increased ("weight gain/ loss (specify which one)weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with clonazepam and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral re). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2014 and (B)(6) 2008 plaintiff has suffered emotional anguish because of the essure device. The delivery wire was disengaged and there were 2 trailing coils visualized. A similar procedure was performed on the right side with good success and 2 trailing coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Lab data added. Concomitant medication and condition added. Events : abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, weight gain/ loss (specify which one)weight gain, abdominal pain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.